Event description:
It was reported to medtronic minimed that the customer experienced screen damage. The customer reported no adverse event. The event involved product(s) mmt-1886.troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window. The scratches in the lcd window are barely visible; it is not difficult at all to read and navigate the menus. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). The attempt to upload using thump was for the most part successful; however, it was not able to list the software version in the pump history file. Three occurrences of pump error 63 (filenumber = 2017 linenuymber = 147) appear in the error log fault number field of the adapt tool. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of a scratched lcd window was confirmed during testing. According to the adapt tool, the critical pump error (open book image) and pump error 63 (filenumber = 2017 linenumber = 147) are due to a problem with the twi interface on the main/motor processor which is a hardware error. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.